Event description:
It was reported that two 512s were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 1st instrument did not fire (arm). The 2nd instrument the gasket fell out.